Event description:
In 2005, this pt was implanted with a gore excluder aaa endoprosthesis. Following placement of the contralateral leg component, it was noted, that the pt's left hypogastric artery was unintentionally covered. As documented, the device was approx 10 mm too long in length. An attempt was made to push the device proximally, however, this was unsuccessful.

Manufacturer narrative:
To gore's knowledge, the device remains functioning in the pt. Results: a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specs.